Manufacturer narrative:
A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. The march 2007 rolling 15 month trend chart was reviewed for the band ligation product family and revealed no adverse trends. Additionally, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.

Event description:
The complainant has reported that a patient underwent a diagnostic esophagogastroduodenoscopy procedure during which the physician discovered esophageal varices. The physician elected to perform band ligation to treat the varices with the use of a bsc speedband multiple band ligator device. It was reported that during the procedure, the device was "put together, and put back down into the esophagus to perform band ligation. At that point it was discovered that the band would not deploy". The physician was able to complete the procedure successfully with a product from a different lot. The patient experienced no ill effects or complications as a result of this event.